Event description:
Procedure type: low anterior resection. According to the reporter: the tissue was not completely cut after firing the stapler. Since the anvil remained in the patient, additional resection was done to remove it. The site was also sutured to complete the procedure. No bleeding or tissue damage was reported. No further patient information was disclosed.